Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, an abbott point of care distributor was contacted by a customer regarding an I-stat 1 analyzer that yielded suspected discrepant hematocrit/hemoglobin results on a patient. There was no patient information available at the time of this report. Product is available for investigation. (B)(6). The customer states that the tests for I-stat were done on the same patient less than 3 hours apart. Test/collection times are unk. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Correction on date of event: from (B)(6) 2018 to (B)(6) 2018. The investigation was completed on 05/08/2018. Failure analysis did not reproduce the customer complaint. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptable values. No deficiency has been identified.